Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) has been confirmed. As received, the monitor failed testing and displayed service code 102. Upon evaluation, the t1 transformer was defective. The cause of the code 102 is the defective transformer. The root cause of the defective transformer was not positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was displaying service code 102.